Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. The lens crack/tear was noted after insertion into the pt's right eye. Surgeon cut the lens to remove from pt's eye. Another same model and size lens was implanted. There were no complications to pt. Reporter stated cause of incident was loading error.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found the lens cut in two pieces. The optic is torn. The cartridge was returned emptied with no visible damage. There was evidence of clear surgical residue on both the lens and cartridge. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).